Event description:
It was reported that a patient experienced a ¿several¿ hernias coincident with peritoneal dialysis therapy. The hernia was manifested by abdominal pain. The causes and locations of the hernias were not reported. It was not reported if the patient had the hernias prior to pd therapy or if the hernias worsened with pd therapy. It was not reported if the patient was hospitalized for the event. The patient underwent a several surgical procedures to repair the hernias. Action taken with dianeal therapy was not reported. Patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.